Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Lot numbers in use provided, but customer did not know which applies to this complaint event date. An additional MDR will be filed to capture the provided lot numbers with unknown event date.

Event description:
It was reported that bd insyte autoguard needle partial retraction. The following information was provided by the initial reporter: needle retraction failure accidental needle stick bc the needle did not retract completely clean needle stick- customer confirmed over phone. No treatment.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.